Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while under sedation for a therapeutic prostate resection due to prostatic hyperplasia, the patient's bladder exploded. As a result, the procedure was prolonged greater than 30 minutes and there was a change in surgical technique in which the bladder repair had to be performed using open abdominal surgery.

Event description:
The procedure was completed. The hospital did not disclose follow-up information about the patient and the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields d8, h2, h3, h4, h6 and h11. Corrected field b5. The device was returned to olympus and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, the most probable cause is no device problem found. The cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.